Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records, complaint history and information provided to abbott vascular. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. It is possible that there were procedural interactions (e.g. The patient anatomy and unintended curves on the device) which resulted in increased tension on the device and therefore contributed to the user experience; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is filed for the improper movement of the mitraclip delivery system (cds) which has the potential to cause or contribute to patient injury. It was reported that the cds blue alignment markers were aligned during cds insertion through the sgc (steerable guide catheter). The cds was advanced to the left atrium; however, the cds was steering improperly. The m [medial] knob and posterior guide torque was applied; however, the cds steered towards the roof of the left atrium instead of the down to the mitral valve. The cds was removed without issue from the patient anatomy. A new cds was used to continue the procedure. A total of 3 clips were implanted and mr (mitral regurgitation) was reduced from 4+ to 2+. There were no adverse patient effects. No additional information was provided.